Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, on inflation of a non-abbott balloon dilatation catheter, it was felt that the indeflator pressure readings were incorrect. The indeflator use was discontinued and a second indeflator was used without issue to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported break was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during shipping/receiving or at the account resulted in the reported gauge break; however this could not be confirmed. A conclusive cause for the reported/noted difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.